Event description:
It was reported that the patient experienced left side weakness post implant on (B)(6) 2025. As a result, the physician elected to explant the leads to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.